Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b5, h6 patient codes: 3189 - surgical intervention. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? Procedure: hernia. Device has been discarded the surgery was converted to laparotomy and there was no harm to the patient was discharged and did not have his hospitalization extended due to this problem the doctor believes that the problem was caused by mechanical failure device. There is no patient information.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hernioplasty surgery on (B)(6) 2019 and the absorbable straps were used. It was reported that when stapling the mesh with a stapler for laparoscopic hernia, shooting was interrupted after the third staple firing. It was also reported that after vendor-oriented maneuvers, the staples were fired again, but staple failure was observed so that they did not secure the screen properly. It was reported that the staples did not attach to the mesh. It was reported that given the unavailability of a new stapler, laparoscopic surgery was converted to open surgery. There were no adverse patient consequences reported.